Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 via merlin.net with an episode of under-sensing on their implantable cardiac monitor. Programming changes were recommended but were not performed at this time. There were not patient consequences.